Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received the critical block and inverse critical block did not add to zero and hardware low level failure alarm. The customer¿s blood glucose level was 255 mg/dl. Troubleshooting was completed for pump error alarm. Customer states they performed self test and test did not pass. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.